Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to successfully reset the pump, and subsequently, the sensor session was started without further issues.